Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient reported to be over 18 years of age). According to the complainant, during the procedure, the snare would not cut through a 3-4 cm polyp; while attempting to cut the polyp, the handle cannula bent out from within the handle. The assisting technician was able to hold the handle cannula in place in order to successfully remove the polyp and complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented several anomalies: the catheter sheath was cut and both the strain relief and handle cannula were bent. The condition of the returned device prevented any functional tests from being performed. Although the condition of the returned device was consistent with the complaint of a bent handle cannula, the reported issues of difficulty cutting could not be confirmed. The most probable cause of the incident was operational context; manipulating the snare with a bent strain relief may have contributed to the bent handle cannula, which would have limited the device¿s functionality.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient reported to be over 18 years of age). According to the complainant, during the procedure, the snare would not cut through a 3-4 cm polyp; while attempting to cut the polyp, the handle cannula bent out from within the handle. The assisting technician was able to hold the handle cannula in place in order to successfully remove the polyp and complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.